Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted.

Event description:
It was reported that the patient had a severe metal allergy, especially to nickel.

Manufacturer narrative:
The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. E-pro: lot# 12013302 was manufactured from december 6, 2022 and was assigned an expiration of december 2025. Erkodur: lot# 50019302 was manufactured from november 22, 2022 and was assigned an expiration of november 2025. Supplier (keystone) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Monomer: lot#mc8891 was manufactured from february 23, 2022 and was assigned an expiration of february 22, 2025. Supplier (garreco) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Acrylic: lot# 940122 was manufactured from january 19, 2022 and was assigned an expiration of january 19, 2025. Supplier (airway) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Part: lot# 12k-otve-23 was manufactured from april 26, 2023 and has no expiration date. Kit: lot# pkt12-otwm-23 was manufactured from april 26, 2023 and has no expiration date. Supplier (chesapeake medical) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Bite button: lot# 522-1299 was manufactured from may 12, 2022 and has no expiration date. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause a root cause for this complaint cannot be explicitly determined. Per the reported complaint, "is experiencing red tongue, irritated." It is possible it is caused by the material. Per the reported information, the patient had a severe metal allergy, especially to nickel. Per tap3 patient instruction_prtd17 rev. I, the "home care instructions" section states the following: · rinse with water before use. Always brush your teeth and floss well before inserting the tap¿ 3 in your mouth. · each morning after use, thoroughly clean your tap¿ 3 appliance using a regular soft toothbrush, cool water and toothpaste. Hot water should not be used. · rinse thoroughly after cleaning and dry the appliance completely before storing in the container. It may help to leave the container open to ensure that the tap¿ 3 dries thoroughly. Per tap3 patient instruction_prtd17 rev. I, warning: the tap¿ 3 should be stored in a cool dry place. The appliance is made from sensitive materials and should not be stored where temperatures exceed 120of, such as in the glove compartment of a car or the cargo hold of an airplane. Do not clean the appliance in hot or boiling water, nor to soak it in bleach or hydrogen peroxide which will cause the trays to distort or the lining to become brittle and delaminate. Per tap3 patient instruction_prtd17 rev. I, warning: do not dissemble any of the tap¿ 3 hardware. The tap¿ 3 is a medical device and the patient must not tamper with it other than following specific instructions in the patient instruction booklet.